Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving lioresal via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported the patient had altered mental status on (B)(6). The patient's last refill was (B)(6). There were no alarms going off at the time of the call. No further information was provided. Additional information received from a healthcare provider via a manufacture representative reported the patient was having seizures and constipation. It was noted the pump logs showed nothing. The patient was due for a pump refill and the hcp will do a catheter access port aspiration. Additional information received from a healthcare provider reported the cause of the altered mental status was seizures. The patient was seen in the emergency room and was given an automated external defibrillator. The issue resolved and the patient's weight was noted as (B)(6). Document contained no new information.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that patient just had mental status changes and dystonic was worse. He was opisthotonic. The hcp felt the catheter tip was too low. He felt this was a results of the patient¿s growth. They did a bolus of 150mcg with no results. A dye study was performed, and it looked like there was a collection of dye. He thought maybe some of drug was collecting subdural. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. The hcp changed out catheter and made a new one with revision kits. Catheter tip was placed at c1 bs t7 like before. Dose was cut to 1200mcg. Patients dose was 1992.3 prior to replacement of catheter. The rep got a call yesterday they were taking the patient to do exploratory surgery. Surgery was done last night. The hcp took out the catheter and created a new 2 piece catheter with 8782 and 8784 kit. At the time of this report, it was unknown if the issue had resolved and patient status-alive no injury. Patient's medical history included cerebral palsy- dystonic. No further complications were reported.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. Regarding the catheter was too low it was clarified that the patient responds better with a higher catheter placement. The patient grew and catheter tip was not at c1 where practitioner wants the catheter tip.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.